Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. Post paced t-wave oversensing on the ventricular lead was observed. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.